Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away after implantation quite suddenly. A review of the log file revealed multiple low flow hazard, set speed changes, and driveline disconnect alarms on (B)(6) 2022 between 01:07- 02:55. During this time frame, no abnormal pump or controller faults were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported patient death and low flow events could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed low flow events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The controller event log file captured transient low flow fault flags which resulted in 47 low flow hazard alarms on (B)(6) 2022 between 01:07:31 and 01:43:55. A specific cause for these alarms could not be determined through this evaluation no other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. No product was returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19jul2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-14958.

Event description:
It was reported that the patient passed away due to a car accident. The patient outcome was reportedly not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of the submitted log files confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The controller event log file contained events from (B)(6) 2022 and captured several low flow hazard alarms. The file also captured a driveline disconnect event, which was consistent with termination of support. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The pump was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters. Section 4 of the IFU, "system monitor", describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.